Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced symptoms described as "relaxed sleeping", weak, and was unable to self-treat. A family member who is non-healthcare professional who treated the customer with brown sugar for the issue. There was no report of death or permanent impairment associated with this event.

Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced symptoms described as "relaxed sleeping", weak, and was unable to self-treat. A family member who is non-healthcare professional who treated the customer with brown sugar for the issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Applicator (B)(6) has been returned and investigated. Visually inspected applicator and cap. No issues were observed. Sensor cap was retained inside applicator cap. Applicator had fired correctly. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); poor solder was observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. The poor solder observed with the battery does not impact the customer complaint; sensor did not terminate with battery related event codes. Additionally, sensor passed functionality testing indicating there were no issues with the battery therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.